Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. Incidental findings: evaluation of the distal portion of the driveline found damage in the insulation of the brown and orange wires. The damage in the brown and orange wires appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the brown or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have resulted in the low speed events that were confirmed through the log files submitted. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made simultaneous contact with the braided shield on either the power module or battery power. Manufactures investigation conclusion: evaluation of the returned driveline found compromises in two of the wires which could have contributed to the speed drops and pump stop events. The pump was returned assembled with the driveline severed approximately 1.75 inches from the pump housing. The distal portion of the driveline was returned in one segment measuring approximately 37 inches. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) were returned attached to the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were returned attached to the pump. Examination of the inlet tube revealed a white, tissue-like ingrowth along the proximal edge of the textured surface. This deposition was strongly adhered and did not appear to have obstructed blood flow while the pump was supporting the patient. Examination of the lumen of the inlet tube, as well as the textured blood contacting surface of the inlet elbow, found no evidence of any thrombus formations. The lumen of the outflow graft, including the graft attachment, and the blood-contacting surface of the outlet elbow showed no evidence of any adhered deposition or thrombus formations. The proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of any adhered or developed depositions or thrombus formations within the pump. Upon disassembly of the returned pump, evaluation of the textured, blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations that would have contributed to a functional issue. Examinations of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual inspection of the underlying wires of the distal portion of driveline revealed a breach in the insulation of the brown wire approximately 31.5 inches from the metal connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Examination of the remaining wire portions revealed no further obvious signs of damage to the wires or the underlying conductors. Bypassing the damage in the brown wire, the distal portion of the driveline was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed a breach in the insulation of the orange wire approximately 1.5 inches from the metal connector. This damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal braided shield. Due to the confirmation of driveline wire damage, the pump was not functionally tested using a mock circulatory loop. If the exposed conductors of the brown or orange wires contacted the braided shield while the system was operating on a tethered power source such as the power module, the resulting short to ground would have resulted in the low speed events that were confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors from two different phases made simultaneous contact with the braided shield on either the power module or battery power. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient had a routine transplant at university (B)(6).